Manufacturer narrative:
Reportable malfunction with inomax dsir plus ds20170307 was documented and investigated under (B)(4). A review of the device's service log revealed that a delivery failure alarm occurred due to an apparent inter-processor link (ipl) failure between the device's monitoring processor and delivery processor. Although identified in the service log, the regional service center (rsc) did not experience a delivery failure alarm during testing. The root cause for this occurrence was likely due to a malfunctioning pca main board. As a result, the device's pca main board was replaced. Trends were reviewed for this reportable condition and determined to be within the established control limits. No further action is required at this time. A full functional test was performed and the device operated according to specifications. As a result, the device was placed back into circulation for customer use.

Event description:
On (B)(6) 2019, a mallinckrodt internal employee discovered a delivery failure alarm due to apparent ipl failure for inomax dsir plus ds20170307. This service log finding meets the criteria of a reportable malfunction. This match was found during a routine review of the service log for a device located in the us. There was no reported complaint for the issue/alarm of delivery failure.